Event description:
It was reported patient experienced loss of therapeutic effect. The patient's first dbs device lasted 4 years. The second has only lasted 1 year (implanted (B) (6) 2008). The patient was unaware of any settings that had been increased with the second implant. The dbs device was scheduled to be replaced that day. The patient has concerns about the risks and costs of going through device replacement every year. Additional information has been requested including return of the device. Additional information received indicated the device was replaced with a rechargeable device. The patient's settings were so high, it was draining her battery. The device was sent on to the pathology department and was expected to be sent back to the manufacturer.

Manufacturer narrative:
(B) (4) product evaluation for pilgrim complaints (B) (4) & (B) (4). Because the samples involved in both complaints are from the same code and facility with similar event descriptions the samples were evaluated together. Complaint (B) (4) received 1 used sample of product code 2c7562 lot unknown. Complaint (B) (4) received 1 used sample of product code 2c7562 lot unknown. Evaluation: both samples arrived fully primed. The sample from complaint (B) (4) was visually inspected this confirmed a cut in the tubing approx. 3 inches below the drip chamber. No cuts or slits in the drip chamber were noted; pressure testing also showed no leaks in this region. Visual inspection of the sample from complaint (B) (4) also confirmed a cut in the tubing approximately 39 and one half inches below the first y site. Both samples failed the pressure test due to the cuts in the tubing. All clamps from both samples were tested for shutoff; all clamps performed as designed with complete shutoff noted. A cut in the tubing was able to be replicated in the failure analysis lab (fal) lab by clamping off the tubing of an in-house interlink solution set using a blue plastic dravon a-clamp. Per the event description of both complaints, it is noted that the slits/cuts in the tubing were discovered many hours into use. The slits/cuts in the tubing were most likely not present during the initial priming of the sets. It is unknown if a clamp was used on the returned sets during use. Both complaints will be confirmed.

Event description:
The customer reported to the baxter sales representative that a buretrol set had slits/cuts in the tubing distal to the drip chamber component causing blood to back up into the intravenous (IV) tubing on an infant in the nicu via a central line, on an unknown date, during administration of tpn (total parenteral nutrition) resulting in loss of an unknown amount of blood and tpn. Blood was found backing up into the tubing and the nursing staff flushed the line to troubleshoot the problem. The customer does not know how many times they had to troubleshoot the issue before discovering the slits in the set. The slits in the set were discovered "many hours into use". The set was replaced and tpn was wasted re-priming the new set. The customer expressed concern because the slits in the set posed a risk of infection into the central line. However, there was no reported patient infection. The set was being used with a single-channel colleague infusion pump. This condition occurred with the interlink buretrol solution set, product code 2c7562, lot number unknown. The infant outcome is unknown. The colleague device was not implicated in this event.

Manufacturer narrative:
A request for the return of the device has been made. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.